Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trendign review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The nc quantum apex 8mm x 2.50mm balloon was advanced to the lesion for predilatation. The balloon was inflated to 20atm and ruptured on the first inflation. Resistance was encountered when removing the device. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is good.